Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient felt like their implant had moved starting a couple years ago, and they inquired if that was possible. They stated they had falls, were not sure if they fell on the implant. They also stated they had experienced trauma with the recent loss of their husband, and stated they had been hospitalized several times (no indication related to device/therapy). The patient clarified they felt like their ins was moving up towards their hip. The role of the manufacturer help line was reviewed, and the patient was redirected to their healthcare provider to further address the issue. The patient also requested assistance with turning on stimulation/adjusting therapy. Instructions were reviewed with the patient. Initially the programmer would not power on, but that was resolved by replacing the programmer batteries. The patient then successfully powered the programmer on and stated therapy was on at 0.0 volts, program 3. They increased stimulation to 1.7 volts and confirmed they were feeling stimulation comfortably. They stated previously they only had to increase stimulation to 0.7 volts to feel stimulation. A therapy overview was reviewed, and the patient confirmed there were no issues with therapy.